Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that upon trying to perform drill diagnostics, the ri robotic drill attachment and real intelligence robotic drill tracker became stuck as there was a communication error. As this was noticed service and repair activities, no patient was involved.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was confirmed with a functional evaluation. The drill attachment is stuck on the drill and can not be removed. A kpc was attempted. A robotic drill critical error presented. A case was attempted. A communication error presented. The drill was disassembled to remove the drill attachment. The drill attachment retaining nut is torqued to specifications. The drill attachment will attach to a known working drill. The drill cable was examined and the brown conductor to the thermistor was intermittent when flexing the cable at the drill side strain relief. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with the drill cable failure. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the ri robotic drill attachment, part number rob10015, serial number sn(B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a loose drill attachment retaining nut. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was confirmed with a functional evaluation. The drill attachment is stuck on the drill and can not be removed. A kpc was attempted. A robotic drill critical error presented. A case was attempted. A communication error presented. The drill was disassembled to remove the drill attachment. The drill attachment retaining nut is torqued to specifications. The drill attachment will attach to a known working drill. The drill cable was examined and the brown conductor to the thermistor was intermittent when flexing the cable at the drill side strain relief. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The most likely cause of this event is associated with the drill cable failure. Another factor that may have contributed to the reported symptom may be associated with an intermittent failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed.3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. H11- corrected datab5- describe event or problem

Event description:
It was reported that upon trying to perform drill diagnostics, the ri robotic drill attachment and real intelligence robotic drill tracker became stuck as there was a communication error. The error message was "communication failure: please contact robotics customer support". As this was noticed service and repair activities, no patient was involved.